Event description:
At 4 a.m., the pt was unable to adjust her stimulation. The pt also reported never having therapeutic effect. The pt symptoms were at the paresthesia area. The pt was at home. The pt was encouraged to contact her health care professional. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.